Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor¿ guidewire was used in a procedure performed on (B)(6) 2018. According to the complainant, during preparation outside the patient, it was noticed that there was a foreign object at the tip of the sensor guidewire. The procedure was completed with a new sensor¿ guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensor was used on a procedure performed on (B)(6) 2018. According to the complainant, during preparation, a foreign object was found at the tip of the sensor guidewire. There was no visible damage noted on the device and its packaging. The procedure was completed with a second sensor guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction as of (B)(6) 2018. There were no patient complications reported as a result of this event. Additional information received on july 30, 2018. Reportedly, there was no visible damage to the device packaging.

Manufacturer narrative:
A visual assessment was performed. The device returned has no foreign matter. No visual defects were noted; the returned product looks under good conditions without evidence of damages or anomalies. The complaint is not consistent with the returned device that there was a foreign object at the tip of the sensor guidewire. The most probable cause for the complaint is not confirmed returned since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor was used on a procedure performed on (B)(6) 2018. According to the complainant, during preparation, a foreign object was found at the tip of the sensor guidewire. There was no visible damage noted on the device and its packaging. The procedure was completed with a second sensor guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction as of (B)(6) 2018. There were no patient complications reported as a result of this event. Additional information received on july 30, 2018. Reportedly, there was no visible damage to the device packaging.